Event description:
It was reported by a customer on (B)(6) 2011 there was diminished fiber tissue vaporization at (B)(6). Add'l info reported by the customer was that during set-up an (B)(4) test was performed. There were no error codes that were displayed on the console when this incident occurred. The pt did not experience any difficulties during the procedure.